Manufacturer narrative:
One 25ga bi-blade vit cutter was returned with the tip protector in place. The needle tip is bent. The port window is in the opened position. There is debris visible all over the outer needle shaft. There is fluid in the tubing. The back cap is aligned correctly with the vent holes in the sides of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris elite system. The cutter had good clean cuts throughout the various cut rates and the cutter had good vacuum. This cutter performed as intended. Complaint trending review showed the pc packs were above the upper control limit due to three different complaints none of which were related to cutting problem. The lot history, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in france reported during surgery, when the vitrectomy cutter entered the patient's eye it did not cut but continued to aspirate. The device was exchanged and surgery was completed without patient consequence. Surgery duration was increased by 2 minutes.